Event description:
Pt called lfs alleging their meter would only prompt an error 2 message after experiencing imprecise readings. The pt did not experience any symptoms while attempting to test. No medical intervention required. The issue was not resolved with troubleshooting. Pt also reported blood glucose results of 64 and 234mg/dl with a lifescan meter, performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.